Event description:
It was reported that during a port placement procedure, the sheath introducer was allegedly difficult to be inserted. It was further reported, that the dilator was allegedly damaged like a hangnail. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Lot# expiry date: 09/2024.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8.0fr peel-apart sheath and a vessel dilator were returned for evalaution. Gross, micrscopic visual and functional testing were performed. The investigation is inconclusive for the reported difficult to insert issue, as the exact circumstances at the time of the reported event cannot be verified and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions however, the investigation is confirmed for the reported fracture and identified deformation issue as both distal tips of the peel-apart sheath and vessel dilator were noted to be fractured. Under microscopic observation, the distal tip of the vessel dilator was noted to be blunt and deformed. Furthermore, bunching was noted on the peel-apart sheath. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the sheath introducer was allegedly difficult to be inserted. It was further reported that the dilator was allegedly damaged like a hangnail. There was no reported patient injury.